Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a shoulder surgery dr. Baba followed the correct surgical technique for inserting the multifix s anchor and as he was punching it in the tip snapped off inside the patient, the anchor broke into two pieces and both were removed from the patient using a grasper.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading (2) over tensioning the suture (3) misalignment of inserter handle. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: - use care to properly align the implant and inserter handle with the bone hole during pound-in. - avoid excessive probing. - do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. - do not deploy a bent or damaged implant. - do not over tension the sutures as breakage or tissue pull through may occur. Additionally, over tensioning the suture may result in incomplete insertion or implant pull out. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery dr baba followed the correct surgical technique for inserting the multifix s anchor and as he was punching it in the tip snapped off inside the patient, the anchor broke into two pieces and both were removed from the patient using a grasper. We opened another and it in without any issues, no other companies devices were used and no harm came to the patient.